Event description:
The complainant reported that a male patient underwent esophageal band ligation by way of a speedband multiple band ligator device. It was reported that during the procedure and immediately prior to deploying a ligating band, blood was seen at the target site. The physician attempted to flush through the ligator head in orger to irrigate the blood away from the cap, however, was unable to clear the blood away from the device. The physician removed the device and used a competitive product to finish the procedure with no complications to the patient; it was reported that "the patient is doing fine."

Manufacturer narrative:
A review of the device history record could not be conducted due to the lot number not being provided. A DHR review was conducted on lots 9420185, 9306481 and 8735040, the last three lots shipped to the customer before the procedure date. The review revealed no anomalies that could be associated with this incident. A lot history search could not be performed due to the lack of a lot number. A complaint review was conducted on lot 9420185, 9306481, and 8735040, the last three lots shipped to the customer before the procedure date. No complaints have been reported from any of the three lots. A failure analysis could not be performed due to the non return of the product and therefore no conclusions can be drawn regarding the possible root cause for this complaint or the relationship of the device to the reported event. The february 2005 15 month trend chart for the multiple ligator product family, including all failure modes, was reviewed and showed an adverse trend for the product family. An adverse trend is defined as two consecutive months of increasing number of complaints. The complaint action limit of this product has not been exceeded. Specific to this failure mode (malfunction/difficulty flushing), no other complaints for this product family were reported in december 2006, january 2007, nor february 2007. Due to the low number of increased complaints (total increase of 13 complaints for the product family overall), the low magnitude of the number complaints relative to failure mode and the low clinical severity of the failure mode, no further specific action is warranted at this time.